Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01476.

Event description:
The patient was undergoing a thrombectomy procedure in the top of the basilar artery (ba-top) using a penumbra engine (engine), a penumbra engine canister (canister), a penumbra system ace 68 reperfusion catheter (ace68), and a stent retriever (unknown). During the procedure, the physician removed the stent retriever after completing one pass and subsequently initiated aspiration. However, the engine stopped aspirating and it was reported that no indicator lights were illuminated and the engine was not increasing in pressure. Troubleshooting was performed but the issue remained unresolved. Therefore, the engine and canister were no longer used in the procedure. The procedure was completed using manual aspiration and the same ace68. There was no report of an adverse effect to the patient.